Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient went to the hospital after a ground level fall from syncopal episode and failed atrial and ventricular leads. The patient had several episodes of asystole and loss of capture in both leads. Subclavian crush is suspected. The device was turned off and the pacing system was abandoned on the left side. A new system on the right side was implanted without complications. It is unclear which lead this complaint is on. Should additional information become available this file will be updated.